Manufacturer narrative:
The investigation for the reported purge controller error has been completed. The device logs were reviewed revealed that the console issued the purge disc not detected alarm. The product was returned, and the display issue was confirmed. Per the results of the investigation: the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) exhibited a purge controller error, and a loaner device was sent to the customer. No report of patient harm or injury.